Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a faulty integrated circuit on the main board. The main board was replaced to resolve the report. The main board was scrapped after testing. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "the device prompted an "hv cap idle test failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.